Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Katharina ji mi yang, maximilian spieker, et al. Impact of pulsed field ablation dosing on outcome after pulmonary vein isolation using a pentaspline ablation catheter: a prospective comparison of 8 versus 16 applications https://doi.org/10.1111/jce.70266.

Event description:
It was reported that a cardiac tamponade. Pneumonia, third-degree atrioventricular block and a transient ischemic attack tia occurred. It was reported that in a study of pulsed field ablation (pfa) protocols using 8 versus 16 applications per pulmonary vein (pv), eight serious adverse events were reported overall. Four occurred in the pfa-8 group, including cardiac tamponade, pneumonia, third-degree atrioventricular block requiring permanent pacemaker implantation, and femoral nerve injury. Four serious adverse events occurred in the pfa-16 group, including cardiac tamponade, major bleeding, pneumonia, and transient ischemic attack. No cases of stroke, phrenic nerve palsy, or death were reported. The incidence of serious adverse events was comparable between treatment groups and did not differ significantly. Although the pfa-16 protocol demonstrated improved efficacy, with significantly greater freedom from atrial arrhythmia recurrence at 1 year compared with the standard pfa-8 protocol, serious procedure-related complications were observed in both treatment groups. No additional patient outcome or follow-up information was provided.